Event description:
It was reported that during an rmt a-fib procedure, a perforation occurred. Pericardiocentesis was performed. The physician believed that the perforation happened during the mapping phase since the physician struggled manipulating the lasso catheter. The physician stated that the lasso got stuck and had to pull out. The physician's opinion regarding the causality of adverse event is possible device related and procedure related. The patient baseline before the procedure was healthy. The patient prognosis was reported as improved. The patient stayed at the hospital until next day.

Manufacturer narrative:
(B)(4). It was reported that during an rmt a-fib procedure, a perforation occurred and a pericardiocentesis was performed. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested on electrical, eeprom, carto and calibration and it passed all specifications. Also the catheter was tested for deflection and contraction characteristics and the catheter met deflection specifications, however, it could not contract accordingly. The catheter was dissected and it was found that the puller wire was wrapped around the nitinol causing the contraction issue. It was found the catheter had a faulty contraction; however the exact cause of the pericardial effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.

Manufacturer narrative:
Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4);stockert 70 system us catalog #: s7001 serial #: unknown; cool flow pump us catalog #: cfp002 serial #: unknown; reprocessed acunav catalog and lot # unknown. (B)(4).